Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the second report of two reports (see mfg report number 2032593-2014-00034) concerning the same patient surgery. This report concerns malibu polyaxial screws 6.5 x 45mm (product ID 12-6545). It was reported a 2 level lumbar fusion with malibu was performed on (B)(6) 2013. On an unknown date, following the initial surgery, the screws breakage was seen on x-ray. The screws were removed on (B)(6) 2014 due to breakage at s1 level. The devices were replaced by a competitor product. The precise number of screws involved was not provided. Additional information was requested by integra. On (B)(6) 2014 the surgeon indicated he did not want to provide any further information. The broken malibu products were not available for investigation. They were "given to the patient". The patient current condition was reported as "doing well".